Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: a review of the pump alarm history showed evidence that call service alarm code (cs 054) had occurred, which may cause the display to be blank for several minutes. The ezprime sequence and 24 hour duration test were successfully completed with no call service alarms occurring. The pump cover was removed and no evidence of internal moisture was observed and no damage to the transceiver flex or pcb was found. The issue that cs 054 call service alarms had occurred was confirmed in the pump history but not duplicated during investigation.